Event description:
It was reported to philips that the allura device displayed an image disc full error and was unable to be used. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and analyzed the log file. Analysis of the log file, confirmed that the image processing computer (ippc) had malfunctioned due to a full image disc. In order to resolve the issue and restore the system to proper working order, the field service engineer (fse) replaced both the ip pc and the operating system (od) hard disk drive (hdd). The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.